Event description:
The device was returned for set ID failure. Upon return, the device was reverted to manufacturing mode to undergo set ID functional testing, which it failed. It was also discovered the rear cover o ring was missing a section of glue causing the o ring to bulge. The fva housing magnet was malfunctioning causing erroneous encoder readings which resulted in pins being moved to the open position when they should have been closed. This was confirmed not to be the fault of the encoder board itself as a new one did not resolve the issue but the engineering fva assembly did.

Event description:
The following has been reported: biomed reported: our ivenix IV pump sn: (B)(6) is alerting "tubing set not recognized." Attempts to clean the administration set loading area did not clear the issue. No patient or user was affected. A preliminary review identified the following issue: sensor hardware failure (set ID sensor) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Due diligence has been completed with no response. No pump was returned. The reported issue, sensor hardware failure (set ID sensor), could not be confirmed or refuted. A device history review was conducted and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue. No further actions required.